Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife called via phone call that their husband was in the hospital for high blood glucose levels. No information was provided about the hospitalization or treatment of the patient. The caller requested for new sensors due to the patient having issues with bent sensors. The product was not returned for analysis.